Manufacturer narrative:
A product development evaluation was performed. The investigation of the complaint articles indicates that: per the complaint report, light wear observed at the surface of the ø19.6mm and along the wavy surface which interfaces with the spherical prominence of the locking clip. This event occurred prior to the use of the instrument for surgery. As a result, there is no patient involvement in this particular event. Based on the information provided, this complaint is deemed valid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that documented in manufacturing documentes therefore DHR review reassinged to the manufacturing site for completion. Ncr was started to document that the articles 03.037.016-us, lot#9287213 have been reworked as described in the work order (B)(4). The rework was made because of dcr/dco. The dcr / dcowas initiated by pd to improve the function of the buttress/compression nut 03.037.016 and tfna aiming arm.h11 corrected data:d3device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, the buttress sleeve in his field equipment would not advance properly; there was friction and tightness involved. There was no patient involvement. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.